Event description:
It was reported the device material separated inside of the patient. The moderately calcified, and moderately tortuous occlusion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for an angiogram to treat the occlusion. During the procedure, the catheter became stuck at a bifurcation inside of the patient and the catheter broke when being removed. The catheter was able to be removed in one piece from inside of the patient, and an alternate device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: this jetstream xc catheter was returned for analysis. Visual and microscopic inspection was performed for any shaft damage. The device's catheter shaft showed no damage. The device was set-up and functionally tested per the instructions for use. The device was connected to the test console and the device primed and ran as designed. The device was tested for a period of 1 minute with no alarms or errors. Inspection of the remainder of the device revealed no damage or irregularities. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: boston scientific concludes the most probable root cause as 'no problem detected'. There was no indication the device was damaged prior to use. Analysis of the device showed no shaft damage. The device was set up and functionally tested per the IFU. There were no issues with the set-up or the priming of the device.

Event description:
It was reported the device material separated inside of the patient. The moderately calcified, and moderately tortuous occlusion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for an angiogram to treat the occlusion. During the procedure, the catheter became stuck at a bifurcation inside of the patient and the catheter broke when being removed. The catheter was removed in one piece from inside of the patient, and an alternate device was used to complete the procedure. There were no patient complications as a result of this event.